Event description:
The manufacturer received a voluntary medwatch (mw5107487) alleging black particles in the bacteria filter. The information alleges bullae of lung consistent of copd and muscular dystrophy. The manufacturer believes they will be unable to gather additional information as there was no serial number provided for the device and no contact information of the reporter. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.